Event description:
Had a 4x3 biozorb device implanted in jan 2, 2024, expressed immediate concerns about the device, especially the size and at follow up on jan 17, 2024 asked for device to be removed due to fears of device rejection and migration. This fear was because the original surgical marker used to precision guide the surgeon had already migrated, resulted in a large removal of tissue. At that time I was assured migration and rejection were highly unlikely occurrence. Expressed concern about pain in (B)(6) 2024 and was told this would probably be the case for a year as the device reabsorbs. Then I learned that due to the less than stellar removal of the tissue, I would need a higher radiation schedule that originally planned. Device stayed in and radiation happened from late (B)(6) 2024 through (B)(6) 2024. By follow up in july 2024 there was increasing pain and I expressed frustration at being unable to resume normal activity. Again, I was assured that this normal since I had just finished radiation. Over the next two months, the pain increased and by middle (B)(6) 2024 it became unmistakably noticeable the device had migrated. Instead of filling in the space where the tissue was removed it has formed a hard golf ball sized knot at the side of the breast sending pain into the ribs, neck and underarm. I contacted the surgeons office to move up a schedule appointment in october and was told they had no record of a follow up appointment. However, once I explained the situation I was scheduled with the original surgeon for an urgent follow up on oct 21, 2024. Given the location of where the device is currently and how it is migrating, I am fearful that by the time this device is removed I will have had the equivalent of a radical mastectomy for what should have been a simple lumpectomy.